Event description:
It was reported that during a cryo-cath procedure, the optima catheter tip was cracked after pushing it through the steerable cryo-cath introducer. After this event, the cardiologist controlled the catheter by visual testing and saw that the wire was outside of the isolation.

Manufacturer narrative:
The device is in transit to the MFR. Once the device is received, we will conduct an investigation and provide our findings in a follow-up report.